Event description:
According with the reporter; during a robotic procedure, the soft end of device fell off into the patient cavity during use. All parts were retrieved and there was no injury to the patient. No additional details could be provided by the reporter..